Manufacturer narrative:
On (B)(6) 2019, four (4) days after the reported event, a lumenis service engineer visited the site and evaluated the system. The engineer inspected fibers from lot# 41360819 and confirmed 2 (two) with the reported issue of 'disconnecting at the point of connection to the laser'; the fiber pulled loose from connector, having caused a blown debris shield and damage to the fiber input. The engineer checked fiber port alignment which was found to be in spec. He then verified calibration; which was also found to be within lumenis specifications. Laser malfunction is not suspected as being the cause of the problem. A review of subject device risk files revealed the following risks of 'fiber breaking' and 'disconnection of fiber from laser': risk #1 (1003791_j - risk # 2.6.1 - fiber breaking) triggered by "fiber standard usage causes fiber accelerated degradation" has the potential to lead to ineffective treatment and/or prolonged procedure. Risk #2 (1003791_j - risk # 2.7.1 - disruption of energy delivery to target organ) triggered by "disconnection of fiber from lasert" has the potential to lead to ineffective treatment and/or prolonged procedure. In each of the above; the risks have been quantified and found to be negligibly small, and the risks have been characterized and documented as acceptable within full risk assessment. Furthermore, the risks both carry a minor potential 'hazard severity'. A review of subject device lumenis p120 (moses laser) labeling (um_10012510_h) revealed user instructions which alert the user that when there is 'no laser emission' or 'inadequate or no aiming beam' the user is instructed to replace the delivery system, and inspect & replace the debris shield if necessary. Additionally the labeling instructs the user "if you hear an abnormal popping sound while delivering the treatment beam, accompanied by a dramatic reduction in treatment effect, the debris shield and/or the optical fiber have probably failed; you should immediately stop treatment and inspect both the debris shield and the fiber." A clinical evaluation of similar fiber malfunctions had concluded that "fiber malfunction in the proximal end or connector will require replacing the fiber. Since it is a consumable product, it is the common practice that hospitals will maintain more than one fiber. Using a number of fibers in the same case is not an unusual scenario but rather part of the routine care where patient anatomy and treatment targets may change throughout the procedure and will require different fibers and approaches. Therefore, change of fiber, that did not cause serious injury such as delayed procedure/canceled procedure/use of alternative device etc, is not a reportable event in vast majority of the cases." In the reported case the complainant indicated that the case was completed by switching to a different laser and fiber. There was no indication from the service report four (4) days after the event that the laser had malfunctioned during the procedure ; the system was found to have operated per manufacturer specifications. Although lumenis acknowledges that there may have been a malfunction with the laser fiber(s)' accelerated degradation, based on the available information, lumenis cannot rule out that device operator's failure to follow subject device IFU to be the probable cause of the reported event. Had the user once again inspected and replaced the fiber/blastshield, the procedure likely could have been completed without the need for an alternate laser. Though the procedure was successfully completed with an alternate device, it is uncertain if the user facility had to use the alternate laser as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this event. Review and analysis of all available information failed to indicate a cause of the reported event, however investigation is continuing. Once a cause for the reported event has been determined, or if any further relevant information is identified, the complaint record will be updated accordingly. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure ((B)(4)).

Event description:
A user facility reported that during a procedure in which a moses 200 fiber was being utilized with a lumenis pulse 120 laser, "when the energy was initiated, the fiber became disconnected from the connection to the laser with smoke seen at this connection site. They used another moses 200 fiber with the same result, then switched to an alternate laser with an alternate 270 fiber to complete the case." No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.